Event description:
The caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly and assisted in removing the pump case, yet the problem persisted. As a result, technical support decided to replace the pump, confirming the pump was under warranty. The caller was informed about using multiple daily injections as a backup and instructed to place the pump in storage mode before returning it. The problematic pump was to be returned via a pre-paid label within ten days.